Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas valve (ID 828800pl) was implanted in a 19 year-old male patient on (B)(6) 2022 with settings 5. On (B)(6) 2022 the valve was programmed from 3 to 5. They tried 3 different programmers however, the valve would not reprogram. The patient was stable. On (B)(6) 2022, patient came back and medical staff was still not able to reprogram the vale. Due to the issue the valve was explanted and replaced on (B)(6) 2022. The physician took the explanted valve and a programmer on the back table and was able to reprogram the valve to 5. The physician feels that the explanted valve was faulty because he was not able to reprogram the valve while in the head.

Manufacturer narrative:
The certas valve (ID 828800pl) was returned for evaluation. Device history record (DHR) - the product code 82-8800pl with lot 5949477, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 4. The valve was visually inspected; no defects were noted. The valve was hydrated. The valve was leak tested and no leaks noted. The valve passed the test for programming, occlusion, reflux and pressure. No root cause could be determined as the technician could not confirm any problems with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no programing issues were noted.

Event description:
N/a